Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a carefusion field service rep. "Prior to software update the unit's speaker is not functioning."

Manufacturer narrative:
(B)(4). The following info concerning the eval of the device is a summary of the info provided by carefusion field service rep. The carefusion field service rep in conjunction with the user facility third party service company service tech evaluated the device and found fluids inside the device which resulted in corrosion of the alarm speaker assembly connector. This corrosion hampered the performance of the unit's alarm speaker causing erratic performance. Based on the above info, carefusion has identified the lack of proper device maintenance as the root cause in this event. In addition, carefusion was unable to determine how or when the fluids got inside the unit's internal components. Per the user facility, the repair and maintenance of this device will be performed by their third party service company. At this time no further investigation from carefusion is expected in regards to this event. Should add'l info become available a follow-up medwatch report will be submitted.